Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The 70% stenosed lesion was located in the non-tortuous, non-calcified proximal left anterior descending (lad) artery. A taxus liberte' 3.0x16mm drug eluting stent was used to direct stent lesion. The stent was deployed. Post deployment the physician encountered difficulty trying to retrieve the stent delivery system and the guide catheter was "sucked" into the proximal lad. No pt complications occurred. Pt status is satisfactory.